Event description:
A customer reported an issue with their freestyle flash meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.